Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship between the pt. Unable to complete ccpd therapy, experiencing abdominal pain with associated fever and subsequent inpatient hospitalization and the fresenius products/liberty cycler exists. The etiology /causality of this peritonitis event is unknown presently.

Event description:
On (B)(6) 2017, during a follow up call to a peritoneal dialysis patient's nurse, it was revealed that this patient of unknown age with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy for unknown period of time was experiencing abdominal pain with associated fever, subsequently hospitalized on (B)(6) 2017 and diagnosed with peritonitis. The patient was discharged on (B)(6) 2017 and reportedly recovered from the event of peritonitis with resolution of symptoms and continuing ccpd therapy without reported issues. The course of this hospitalization is unknown additionally the possible medical interventions are unknown. Additional information was solicited but not made available.